Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture and sensing anomaly and that an x-ray showed a lead fracture.~~~~~~~~~